Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515052 lot#: 2301308 it was reported by the customer that the azacitidine would not flow despite proper warming, mixing and pressure from the start. No patient harm verbatim: ¿bd phaseal optima injector and connector. Used for azacitidine injection. The azacitidine would not flow despite proper warming, mixing and pressure from the start. Had to poke patient twice with injection needles and lost some azacitidine medication volume - of insignificant quantity. When giving the same medication (aza) without the device, it flowed normally. Afterwards, I checked all sites were tightly and properly attached. Cstd device used to give azacitidine. This medication can clump and block needles when not in suspension. In this case, the medication likely blocked the needle and having the added cstd attachments makes it cumbersome to troubleshoot

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information : no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted for optima injector n35-o lot 2301308, and no deviations or non-conformances were found during the manufacturing process that could have contributed to the issue. Three retained samples were received for further evaluation. Functional testing was performed. The injectors were then connected to the syringe, allowing for the transfer of liquid from the vial to the syringe and vice versa, without encountering any resistance or blockage in the injectors. In all instances, the product functioned correctly, and no problems were observed. Based on a follow up response from the customer, this incident is not related to the device but the nurse not following proper procedure required for the medication used. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
Material#: 515052, lot#: 2301308. It was reported by the customer that the azacitidine would not flow despite proper warming, mixing and pressure from the start. No patient harm. Verbatim: ¿bd phaseal optima injector and connector. Used for azacitidine injection. The azacitidine would not flow despite proper warming, mixing and pressure from the start. Had to poke patient twice with injection needles and lost some azacitidine medication volume - of insignificant quantity. When giving the same medication (aza) without the device, it flowed normally. Afterwards, I checked all sites were tightly and properly attached. Cstd device used to give azacitidine. This medication can clump and block needles when not in suspension. In this case, the medication likely blocked the needle and having the added cstd attachments makes it cumbersome to troubleshoot additional information received from customer: we haven¿t had a recurrence of this issue. I now believe this was due to the nurse not suspending the medication prior to injecting. I don't think this issue was due to the cstd device.